Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities noted during analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastrectomy, after first firing on the stomach, the following reload was attempted for a remaining resection. As stated, the complaint was that half of staple line's distal side was not properly formed. The malformed staple line was ligated using manual suture to complete the case. There was no patient injury.